Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic pancreatectomy, the device was unable to fire after clamping while cutting the tumor. The physician was unable to squeeze the handle. They removed the device and found that there were several staples came out but did not form. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.